Event description:
It was initially reported that a priming bolus was incorrectly performed during a pump replacement procedure. After programming the bolus, the duration that was programmed had elapsed, and the pump was handed off and implanted. The status of the pump was checked, and it was noticed that the priming bolus had not completed. It was determined that instead of a 19 minute priming bolus, a 19 hour bolus duration was programmed instead. The bolus was canceled; and 1 hour and 6 minutes elapsed and 0.018 ml was delivered. It was further reported that the pump was running for 8 hours at 12 mcg/hr, and 5 hours at 14.5 mchg/hr. A bolus was programmed for 1 hour and 10 minutes; delivering 0.017 ml. The physician believed the catheter was empty since he saw it drip 5 ml during the procedure. The drug infused was lioresal.

Manufacturer narrative:
(B)(4).